Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from (B)(4) in light of revised itc MDR evaluation procedures. MFR method: no product returned from user facility. MFR results : customer complaint could not be confirmed.

Event description:
Report for pt 2 of 3: a 2.6 inr with hemochron system vs. 1.3 inr with unspecified ref lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.